Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included multigravida and multiparous. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), alopecia ("hair loss"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), nausea ("nausea"), libido decreased ("low sex drive"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraine"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight fluctuation ("wieght fluctuation") and hypoaesthesia ("body numbness"), was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and weight decreased ("weight loss") and was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, psychological trauma, alopecia, urinary tract infection, vaginal infection, weight increased, fatigue, hormone level abnormal, weight decreased, nausea, libido decreased, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, dyspareunia, vaginal discharge, weight fluctuation and hypoaesthesia outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypoaesthesia, libido decreased, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion date as (B)(6) 2016. Essure devices was threaded through the operative port and deployed in the left tube leaving approximately five or six coils extending into the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), alopecia ("hair loss"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, psychological trauma, alopecia, urinary tract infection, vaginal infection, weight increased, fatigue, hormone level abnormal, weight decreased and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal infection, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case became incident, event injury nos removed, new events (dysmenorrhea, pelvic pain female, back pain, abdominal pain, menorrhagia, migration, psychological trauma, uti, vaginal infection, fatigue, hair loss, hormonal changes, nausea, weight gain and weight loss) updated, reporter detail, essure insertion date (12-mar-2016) and patient date of birth updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included multigravida and multiparous. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), alopecia ("hair loss"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), nausea ("nausea"), libido decreased ("low sex drive"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraine"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight fluctuation ("wieght fluctuation") and hypoaesthesia ("body numbness"), was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and weight decreased ("weight loss") and was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, psychological trauma, alopecia, urinary tract infection, vaginal infection, weight increased, fatigue, hormone level abnormal, weight decreased, nausea, libido decreased, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, dyspareunia, vaginal discharge, weight fluctuation and hypoaesthesia outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypoaesthesia, libido decreased, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion date as (B)(6) 2016. Essure devices was threaded through the operative port and deployed in the left tube leaving approximately five or six coils extending into the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs and mr received: events: low sex drive; pregnancy (with complications); abnormal bleeding (general); abnormal bleeding (vaginal), apareunia, dyspareunia, bladder or urinary problems or changes; migraines / headaches, body numbness, weight fluctuation wee added. Reporters, lab data, essure insertion date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.